Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of the lower right pulmonary vein on an open pulmonary lobectomy, the staples did not deploy properly and remained open, and it led to a bleeding. The surgeon had to clamp and suture the vein. This resulted to tissue damage.